Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated withing specifications. No motor error alarms, displacement or vibrating anomalies noted during testing.

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading was 199 mg/dl. Customer stated that the insulin pump was exposed to xray in december. During troubleshooting, the insulin pump failed the displacement test. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.